Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department following a syncopal episode. The implantable pulse generator (ipg) was reported to have a pacing problem and intermittent loss of capture. The right ventricular (rv) lead was reported to have loss of capture, fracture, oversensing noise and a warning for high impedance. The devices were reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that after the implantable pulse generator (ipg) was reprogrammed, pauses with long periods of asystole were observed. The rv lead exhibited intermittent loss of capture, and the lead was capped and replaced.